Event description:
It was reported that the implant site of the subcutaneous implantable cardioverter defibrillator (s-ICD) would ooze frequently, had a wound that would not heal, and eventually the pocket opened up. An allergy was suspected. Subsequently, the patient underwent a revision procedure and the s-ICD system was explanted. No additional adverse patient effects were reported.